Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, after t1 of fast fix deployed, t2 deployed prematurely through the meniscus. Both ts were removed from the patient with tweezers. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned without the anchors or suture thread. There is debris on the device. A functional evaluation reveals the device functions as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.